Manufacturer narrative:
The last calibration performed on (B)(6) 2019 was ok. The calibration signal for one calibrator level was slightly higher than expected, but still within the acceptable range. Quality controls were within range, showing no indication of a reagent or instrument performance issue. Upon review of the alarm trace, multiple abnormal aspiration alarms occurred. Precision studies were performed and were within range. The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6). Phone number was provided as (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs assay on a cobas 8000 e 801 module. An incorrect result was reported outside of the laboratory to clinicians, who did not believe the value to be correct. The sample was tested twice on the complained e 801 analyzer, resulting with troponin t values of 138 ng/l and 183 ng/l. The sample was then repeated twice on a second e 801 analyzer, resulting with values of < 3 ng/l and < 3 ng/l. The sample was repeated on the complained e 801 analyzer, resulting with a value of < 3 ng/l. The troponin t reagent lot number was 419260. The reagent expiration date was requested, but not provided.